Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a041001 captures the reportable event of balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, it was reported that there was a hole in the balloon, and it would not fully inflate. The procedure was completed. No further information has been obtained despite good faith efforts. The anatomy location of the procedure is unknown and is being reported as it may have occurred in the esophagus. There were no reported patient complications as a result of this event.